Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date was (B)(6) 2012. According to the complainant, on (B)(6) 2012 the high pressure alarms signaled that the tubing was not able to rinse. The j-tube was kinking at the extremity of the device. The physician pulled out (10 cm) of the intestinal tube to open the kinked area. The physician rinsed the intestinal tube and then connected it again. This resolved the kinking issue and this device remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.